Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt had a stainless steel stent implanted about four years ago. The pt had stopped taking plavix about two months before presenting with thrombus in the existing stent. A promus stent was implanted and 4 to 5 hours later, presented with thrombus inside the promus stent. It was treated by pulling the clot out and the pt was put on plavix. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - thrombosis a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. A conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined. It should be noted that the IFU states, "the promus stent is contraindicated for use in pts who cannot receive antiplatelet and/or anti-coagulant therapy... It is very important that the pt is compliant with the post-procedural antiplatelet therapy recommendations. Early discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, mi, or death."